Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the customer, livanova learned the following additional information about the event. The unit gave alarms on essenz cockpit ("communication issue") earlier in the case for cold and warm cardioplegia in the 3t, but did not turn off either circuit. When the temperature was adjusted, it was noticed that the patient circuit 1 was off. Turned it back on. Shortly after, a communication alarm occurred and turned off patient circuit 1. Later in the case, warm cardioplegia temperature was adjusted on the unit, and it alarmed and it turned off. In addition, according to the customer the issue could be due to the cable running from the essenz console to the 3t. Indeed, he replaced the cable, and the issue did not occur again. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device had an issue during procedure: patient and warm cardioplegia circuits stopped working three (3) times. There was no patient injury.